Event description:
Same case as: 2184052-2015-00019. It was reported that a cage was inserted, the applicator was being removed from the cage and at that moment a minor piece from the cage broke off.

Manufacturer narrative:
The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on info submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.